Manufacturer narrative:
MDR 2517506-2018-00456 was also filed for the same event. The customer contacted the siemens customer care center (ccc) about a discordant depressed patient total bilirubin (tbil) result obtained on the dimension vista. Siemens headquarters support center (hsc) completed their evaluation of the event. Hsc examined the instrument data logs and confirmed that the hemoglobin concentration in the sample was well above the instructions for use (IFU) limit and was appropriately flagged. It correlates with the hemoglobin (h) recovery for the hil flag. Results with a hemoglobin error are not reportable. The tbil IFU limitations of procedure section states: "any report containing flags and/or comments should be addressed according to your laboratory's procedure manual and not reported." The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed total bilirubin (tbil) result was obtained on a patient sample on the dimension vista 1500 system. The result was flagged for hemolysis (e111 flag) but was reported to the physician. A new sample drawn the same day was processed and a higher result was obtained consistent with the clinical picture and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed tbil result.